Event description:
It was observed that during the device inspection, the small intestinal videoscope exhibited a foreign object clogging the nozzle and a foreign object attached to the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU: the detection method is described in chapter 3, preparation and inspection, of the sif-q260 operation manual. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instruction manual sif-q260 cleaning/disinfection/sterilization section. Olympus will continue to monitor the field performance of this device.